Manufacturer narrative:
The device was returned to stryker for evaluation of the device. The reported issue was not able to be duplicated but review of the software log verified issue started when the battery was replaced. It is possible the battery was not properly seated but no root cause was conclusively determined. No device issue was found. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report their device would unexpectedly shut down. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.